Event description:
It was reported that approximately 35 months post implant of a bifurcated and an suprarenal aortic extension, an endoleak was identified. Reportedly, the patient presented symptomatic and a computed tomography displayed an endoleak a start of graft separation. Therefore physician elected to implant two suprarenal aortic extensions to bridge the original grafts. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU and might have contributed to this event due to: cuff overlap smaller than 3 cm at index. Cautionary product use that might have contributed to this event was: severely calcified aortic neck and iliac arteries; and, the aortic extension and bifurcated stent were the same diameter. Disease progression and/or endotension from an unresolved endoleak and the patient's history of antiplatelet therapy (increased risk for bleeding complications) might have contributed to this event. No pre index CT was available for review, but the infrarenal aorta appeared to be approximately 17-18mm; the superior stent margin diameter of the aortic extension was 17 x 17mm. There was less than expected diameter at the bifurcation as well - 15 x 12 mm, on the first post index day. There was substantiating evidence of an endoleak type iiia, an endoleak type ii immediately post index, and a complete component separation at 35 months post index. A manufacturing record review was performed; the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that all units have been consumed and no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is most likely due to insufficient overlap between components and to patient's anatomy (severely calcified neck and iliacs).